Event description:
It was reported that a home patient (hp) felt full during fill two of four of peritoneal dialysis on a homechoice (hc) device. The technical service representative (tsr) had the hp perform a few manual drains and the hp felt better. The hp drained 3240 ml with a largest prescribed fill volume of 2000 ml. The hp had bypassed initial drain earlier in the evening. The tsr assisted the hp in ending therapy and starting over with new supplies. The hp had missed the last fill of extraneal solution. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history record review was performed and revealed no issues that could have caused or contributed to the reported condition.